Event description:
It is reported by a mitek affiliate that during a shoulder repair procedure that a portion of a mitek vapr se electrode broke off into the pt. The fragment was retrieved from the body and the case was completed successfully without further incident.